Manufacturer narrative:
Stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured and was within maximum crimped stent. As part of the analysis the crimped stent length was measured and was within the specification. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. (B)(4).

Event description:
It was reported that stent profile problem occurred. A 4.00x24mm promus element drug-eluting stent was advanced to treat the lesion. However, after the device was implanted, it was found that the size of the stent was inappropriate. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent profile problem occurred. A 4.00x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, after the device was implanted, it was found that the size of the stent was inappropriate. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.